Event description:
Patient was on baxter centrella bed with bed exit system armed and operating. The bed was plugged into an outlet that tripped the rooms circuit breaker rendering it no longer powered. During this time there was no alert to staff that the bed alarm was no longer working because of a loss of power. Because of this pause in monitoring and alarming the patient was able to get out of the bed, falling and requiring assistance to get back into the bed.